Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter fax provided: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that yellow hair was attached when the silicon channel drain product when opened. It was checked visually during sales, but nothing resembling that was found.

Manufacturer narrative:
Initial reporter fax provided: (B)(6). The reported event was confirmed cause unknown. Received 1 channel drain with packaging. Verified material number 072217 and batch number ngkn0830. Visual inspection noted a strain of hair in the packaging. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that yellow hair was attached when the silicon channel drain product was opened. It was checked visually during sales, but nothing resembling that was found. As per internal follow-up notification received on 13aug2025, stated that upon opening the product, a yellow hair was found inside the sterilization bag.